Event description:
According to the available information, the right cylinder is not sitting in the correct position. A revision procedure is scheduled but has not yet taken place.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nonconformance. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of malposition, quality accepts the physician's observations. The titan IFU indicates surgeons implanting penile prostheses should be familiar with the currently available techniques for measuring the patient, determining cylinder and reservoir size, and performing the surgery.

Event description:
According to additional information, a revision procedure was performed on (B)(6) 2026. The right distal tip of the cylinder was repositioned. No exchanges of any device occurred.